Event description:
It was reported that during an implant procedure, it took many rotations for the helix of the lead to retract. The lead would not fix properly and then dislodged. The lead was removed and tested using a stylet and its helix. The lead body was slightly curved - there was a slight feel of resistance when the straight stylet was inserted into it. The helix, which was remaining as being extracted, also seemed slightly bent. When the pinch-on tool was used for rotation, there was no feel of torque but it was just rotating. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).